Event description:
Slc55b dlu was used to transect colon. Dlu was fired, however did not open and surgeon could not remove dlu from tissue. Competitive device was used at each side to remove dlu from tissue.